Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter: "small amount of moisture noted in bd plastipak 3ml syringe. Syringe was examined before use, so noticed moisture before use and did not use syringe."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309657, batch number#: 1350859. It was reported by customer that small amount of moisture noted in bd plastipak 3ml syringe. Syringe was examined before use, so noticed moisture before use and did not use syringe. Verbatim#: rcc received a complaint via email. Email(s) attached. Small amount of moisture noted in bd plastipak 3ml syringe. Syringe was examined before use, so noticed moisture before use and did not use syringe. Syringe is available if needed. Photo attached, difficult to see in picture but small amount of moisture present at top of syringe.¿ sample available: supplier please send customer sample return cat# of product being complained: bd309657. Description of product: syringe ll tip st 3cc 200ea/bx 4bx/ca. Lot or s/n: (B)(6).

Manufacturer narrative:
Please note it is possible the fm/¿moisture¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.